Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the primary surgery was performed on (B)(6) 2019 with viper prime system. Then, after the primary surgery on an unknown date, when the patient visited the hospital, it was reported that the surgeon recognized that the set screw at left superior side had come off and the set screw at right superior side was loosened. The revision surgery is scheduled to be performed on (B)(6) 2019 to revise the set screw while keeping the screws in the patient¿s spine. Also, as the results of this event, the intervertebral cage (another manufacturer, p/n and lot number were unknown) were slightly coming off to posterior side, so that the surgeon also had to fix this cage. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint # ==> (B)(4). UDI: (B)(4). Visual examination of the setscrew revealed signs of operative use as evidence by superficial markings. The returned set screw features weak witness marks. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer the root cause of the set screws loosening could not be determined by the sample or information provided. A potential root cause may be the set screw not being correctly tightened down onto the rod properly. This may have permitted the setscrew to become loose. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.